Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the clinical information provided, of the pain, the corrosion and the metallosis, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. The root cause of the ¿aseptic loosening¿ cannot be concluded. It is a common complication and the combination of components cannot be ruled out as a contributing factor. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patients left hip on (B)(6) 2018 due to painful left hip and poor function; failed left total hip replacement; adverse local tissue reaction and subsequent infection. Among the intra-operative findings and diagnoses were aseptic loosening at the modular junction, corrosion of the modular neck and metallosis. The s&n head, sleeve and stem were removed. The patient outcome is unknown.